Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range shocking impedance measurements which were greater than 125 ohms. A revision procedure was performed and this right ventricular (rv) lead and associated device were removed from service and replaced. No additional adverse patient effects were reported.